Manufacturer narrative:
(B)(4). Results: product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance revealed that the stent delivery system (sds) was returned with blood on the guide wire exit notch. There was contrast on the distal shaft. The stent implant was stationary on the balloon between the markers. There were two flared struts in the first row at the proximal end of the stent implant. There was no other damage noted to the stent implant. The balloon was tightly folded. There was a tear in the guide wire exit notch extending distally for a length of 5 mm. The hypotube and jacket were separated, 17.5 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to the separation. The material at the separation was stretched and jagged. There were two kinks in the hypotube, 1 cm and 1.5 cm distal to the separation. There were no kinks or damage noted to the tip. There was no other damage noted to the sds. The tip seal length was measured and this met manufacturing criteria. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant outer diameter measurements met manufacturing criteria. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury previously. Device issue: shaft separation. It was reported that during the attempt to stent the cto in mid lcx, with high tortuosity and heavy calcification, the 2.5 x 23 mm xience v was pushed hard, and the proximal shaft broke into two pieces. The procedure was completed with another company's stent. No additional event or patient information is available.